Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customers blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.